Event description:
It was reported that during an x-ray exam while positioning a patient, the technologist initiated downward movement of the table and the table hit patient's legs. The table immediately stopped when the footswitch was released bu the user. The patient complained of some discomfort and was examined at the facility by the head nurse. The patient received no injury, required no medical treatment, and walked out of the facility on ther own to visit primary physician. The reported unit was checked by siemens local service engineer and found to be working within specifications.

Manufacturer narrative:
The operator manual axb7-020.623.07.01.02 contains information regarding danger zones and potential hazards when lowering the patient table. Furthermore, a customer safety advisory notice xp009/11/s - "addendum to user manual- potential collision risk" - reported to FDA under correction & removals report # 2240869-05/19/11-0006-c, was distributed to the customer in may, 2011. This report was submitted october 15, 2013.